Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the ceramic tip was broken off, the cap was missing, and the spring shell was missing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the resection sheath had a broken ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 02/07/2024. Corrected fields: b5,d5,e1,e2,e3,g2(unmark user facility),h6(health effect impact code is being corrected to 2645 - no patient involvement). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the ceramic beak of the sheath was caused by mechanical impact, improper handling, mechanical overload like fall, shock or similar stress. The following is included in the instructions for use (IFU): 4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the resectoscope exhibited a damaged ceramic tip. There were no reports of patient involvement.